Event description:
It was reported that the patient experienced a low gas pressure alarm intermittently. The patient reported using the life 2000 regularly (9pm-4am) and since initiation of use on (B)(6) 2023, patient experiences high co2 which has required hospitalization on (B)(6) 2024). This report was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask); assist/control mode of ventilation. The device instruction for use state always have an alternate means of ventilation or oxygen therapy available. The device is equipped with an alert system that generates alarms different alarms to notify the user of a potentially hazardous condition with the intention that the user will take action to resolve the issue. A low gas pressure alarm indicates that the pressure from the gas source (cylinder, oxygen concentrator) has dropped below the life 2000's set parameter. The device IFU instructs the following: check all connections for a possible leak, ensure that the source gas supply hose is not kinked or pinched, ensure you are using a 50-psi (nominal) regulator with a minimum outlet flow of =40 lpm at 41 psi, ensure the gas source (e.g. Cylinder) has a, sufficient supply of gas (e.g. Check that the cylinder is not empty.) If using a cylinder as the gas source, ensure the cylinder valve is fully open, connect the ventilator to the compressor in extended range or stationary configuration or connect the ventilator to another gas source (oxygen cylinder or wall source). If the alarm is not resolved, place the patient on an alternate means of ventilation (if necessary) and contact hillrom (baxter). Additionally the low gas pressure alarm may temporarily sound when switching from an activity button with a lower volume to one with a higher volume, the alarm should resolve itself within 60 seconds. Ventilation is still provided while the ventilator is alarming. High co2 retention, or hypercapnia, is excessive carbon dioxide in the bloodstream that can commonly affect patients with chronic lung diseases (copd), bronchiectasis, emphysema, interstitial lung disease, and respiratory failure. Treatment is focused on improving ventilation which may include oxygen therapy, mechanical ventilation, and non-invasive ventilation such as CPAP or bipap. In this event, the patient alleged experiencing high co2 that required medical intervention (hospitalization) to preclude permanent impairment of body function or permanent damage to body structure, which concludes a serious injury occurred. The ultimate cause of the patient¿s elevated co2 was likely multifactorial related to the patient¿s chronic copd and respiratory failure with hypercapnia requiring adjustment to the device settings to maintain adequate ventilation during therapy and unlikely related to a malfunction of the life2000. Additionally, the device appears unable to support the patient¿s individual needs as he used it for minimal hours and may need an alternative device for nighttime support. The patient also reported an intermittent low gas alarm of the life 2000 device. As previously noted, in the event the device senses an episode where the gas level falls below the set parameter, an alert would be expected behavior of the device and is not indicative of a device malfunction. Furthermore, an inspection of the life 2000 device performed by a baxter technician found the device to be working as designed. Due to the frequent trainer/clinician interactions and follow ups, use error can also not be excluded. Based on this information, no further action is required.